Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not boot up and stuck at 00:00. Upon troubleshooting, fse found the breaker was tripped and fuse f12 on the main power distribution unit (mpdu) was blown. Fse replaced the fuse and reset the breaker. During power-up, the f12 fuse blew again, and the breaker tripped. Fse discovered that the geo pc was not powering up and its power supply was defective, causing the breaker to trip and the fuse to blow. Fse also discovered there is no 230v coming from power cords plug into mpdu for components in the r cabinet. Fse disconnected and reseated the existing power distribution unit (pdu) control board and connections, and power was restored from the pdu into the components within r cabinets. The faulty geo pc was returned to philips for failure analysis, and the cause of the failure was confirmed to be a faulty power supply unit of the geo pc. To resolve the issue, fse replaced the geo pc. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot, stalling at 00:00 the device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.